Event description:
The patient was hospitalized and medication was added due to the infection. The patient is currently recovering/resolving.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out relevant information.

Event description:
Information was obtained noting that the patient has since recovered from the reported event.

Event description:
Additional information received noting that the reported post-surgical infection was location at the patient&#39;s chest incision site.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient presented with an infection at their incision site post implant. Design history record review for the generator performed. The generator was confirmed to have been sterilized prior to distribution into the field. The device passed all specifications. No additional or relevant information has been received to date.